Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that the knife of the distal end melted and fractured. The tip was missing. The fracture portion of the knife burnt. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the knife fractured and fallen off in the patient, because some stress was fourthly applied to the knife while the strength of the knife decreased due to high temperature. The high temperature of the knife might be caused that the length of the contact between the cutting knife and tissue is too short. The instruction manual of the subject device warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that the tip of the subject device fell off in the patient during a gastral endoscopic submucosal dissection (esd). The doctor couldn't retrieve the part which fell off. The doctor completed the procedure with another device. There was no other patient injury regarding this report.